Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a collateral vessel of the left internal mammary artery (lima) using pod packing coils (pod pcs) and a microcatheter. During the procedure, while advancing the next pod pc through the microcatheter, the pusher wire became kinked. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.